Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing and based on the review of the archive data. Troubleshooting the problem determined that the root cause of the system error was due to the drivetrain motor brake gap being too wide, out of specification. This caused the autopulse to stop functioning with a system error, per design. Visual inspection of the returned autopulse platform was performed at zoll. The platform's top cover as well as the front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, there was a large crack going around the top cover, and one of the head restraint wires was cut off. The cut head restraint does not render the autopulse platform non-functional. In addition, the front enclosure was scratched with a vertical crack going through one of its screw fittings, and the interior of the bottom enclosure was scratched with broken screw bosses. These observed physical damages are the characteristics of harsh impacts due to user mishandling. All the damaged parts were replaced to address the issues. A review of the archive data showed a system error, 139 (unable to hold compression position) around the customer's reported event date, confirming the reported complaint. Further review of the archive data showed multiple user advisory ua17 (max motor on time exceeded during active operation) and ua02 (compression tracking error), unrelated to the reported complaint. User advisories are normally clearable error messages designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The investigation determined that the root cause of both the ua17 and the reported system error was due to the drivetrain motor brake gap being too wide, out of specification. The brake gap was cleaned and adjusted within the specification to remedy the faults. A load cell characterization test was also performed to confirm both load cell modules were functioning within the specification. Subsequently, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) for approximately 25 minutes. The platform passed all the tests without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer stated that the autopulse platform (s/n (B)(4) functioned as intended during a patient call. Back at the station when the customer installed a new lifeband and inserted a battery to check the device, the autopulse platform displayed a "system error, out of service, revert to manual CPR" upon powering up. The customer was unable to clear the error message. No patient involvement.